Manufacturer narrative:
(B)(4). The analysis results showed that one gst60d reload was received fully fired, with the pan detached and missing. In addition the cartridge was returned broken in the half. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a sleeve gastrectomy procedure, the reload bent upon removing the reload after firing. The device worked properly upon reloading and subsequent firings. Same stapler was used to complete the case with new sterile reloads. There were no adverse consequences for the patient.